Manufacturer narrative:
(B)(6). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received alarms on their insulin pump and a threshold suspend. The patient's blood glucose level was at 250 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was educated on how the sensor works in terms of measuring the sensor and blood glucose count. The customer's insulin pump works as designed. No further assistance needed.